Event description:
A customer in (B)(6) reported via a distributor that there was a leak in the feedset tube of an mr290v autofeed humidification chamber. It was stated that the leak occurred after several hours of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v humidification chamber was visually inspected for damage. Results: the feed set tube was found broken at the connection to the chamber dome. The surface at the break was rough and course at the final break point. A lot check revealed no other complaints of this nature for lot number 100205. Conclusion: the surface at the break of the feed set tube was rough and course at the final break point suggesting the break was caused by pulling. All mr290 chambers are pressure tested for leaks before they leave the production line. This suggests that the feed set tubing was broken post-production. The mr290 user instructions state the following: "perform a pressure and leak test on the breathing system and check for occlusion before connecting to a patient". (B)(4).